Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon left inside vagina [foreign body in reproductive tract]. Vaginal infection [vaginal infection]. Vaginal infection - tampon [medical device site infection]. String of the tampon broke [device breakage]. Case description: consumer reported via email that the string broke and tampon unknowingly remained inside vagina for a month. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon left inside vagina [foreign body in reproductive tract]. Vaginal infection [vaginal infection]. Vaginal infection - tampon [medical device site infection]. String of the tampon broke [device breakage]. Case description: consumer reported via email that the string broke and tampon unknowingly remained inside vagina for a month. No serious injury was reported.